Event description:
Additional information was received on (B)(6) 2016 that the patient still has infection. Patient underwent explant of the vns generator and lead on (B)(6) 2016 due to infection. The explanted devices have not been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an post-operative infection at the surgical site following a recent generator replacement surgery on (B)(6) 2016. A surgery was planned initially for the device removal. The surgeon later elected to hold off on the explant surgery that was scheduled as the patient's blood work was much better and so was the would at incision site. Additional relevant information has not been received to date. A review of device history records showed that the generator was sterilized prior to distribution.

Event description:
The explanted generator and lead were received for analysis on 09/29/2016. Verification of the alleged ¿infection¿ is beyond the scope of activities performed in the pa laboratory environment. However, potential contributing factors to this condition have been considered / evaluated and none were found to exist in this situation. The DHR shows that the pulse generator passed all specifications prior to its release. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery, 2.973 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions for the reported allegation of; ¿explanted / due to infection¿ (lead and patient sections). The allegation is not an actionable issue. The electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy ¿ provides chemical or element identity/composition analysis) was performed on the deposit observed on the outer silicone tubing and identified the deposit as containing silicon, phosphorus, sodium, magnesium, molybdenum and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaint.